Manufacturer narrative:
No further patient or event information was provided at the time of this report or made available in response to multiple follow-up communications. No additional adverse consequences have been reported from this event. This device is used for treatment. The device has been received and evaluation is in progress. Lot number was requested but not provided; therefore, the device history record review could not be performed. Based on the information provided, the most likely cause of this type of event is prying/leveraging the device or application of excess mechanical force during use. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The device was received and an evaluation was conducted. The complaint was confirmed. Visual evaluation of the returned device revealed that the hook tip has been detached from the weld (laser signs are present on the shaft) and portion of the small diameter shaft broke off (portion not returned). The inner tip was found bent (the bent location was found close to the out shaft weld area). The returned device met critical and affected dimension testing. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely causes of this event are prying/leveraging the device, application of excess mechanical force during use, twisting the tip while still in the joint and/or bending the tip. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during a knee scope and meniscal repair the applicator tip came off during implant insertion inside the joint. According to the reporter a second surgery was necessary. No further patient or event information was provided at the time this event was reported.

Event description:
It was reported to boston scientific corporation that an rx needleknife sphincterotome was used during an endoscopic retrograde cholangiography (erc) procedure performed on (B)(6), 2010. According to the complainant, during the second attempt to cut the papilla with the needleknife, the needle detached. Prior to detachment, the needle was checked and was found to be ok with normal function. Additional information revealed that the detached section fell into the patient but, due to the small size, no attempt was made to retrieve it. The physician indicated that there were no concerns with the unretrieved device fragments. The procedure was completed with another rx needleknife sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.